Manufacturer narrative:
(B)(4)other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jun-2022, UDI#: (B)(4), implanted: 2018-11-29; product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jun-2022, UDI#: (B)(4), implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the clinical site. Two lead serial numbers were reported. It was unclear which serial number contained contact #11.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jun-2022, UDI#: (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, as part of a clinical study, regarding a patient implanted with an implantable neurostimulator (ins). It was reported high impedance was detected on (B)(6) 2019. The high impedance was on contact #11. No action was taken, and the event remained unresolved with no further action planned. The etiology was related to the device/therapy, specifically to the lead and ins, and possible related to the implant procedure. Additional information received from the healthcare professional reported the implant dates of the lead and ins.